Event description:
It was reported to philips healthcare that the heartstart mrx does not recognize the battery not charging the battery in side b. It was also noted the battery pins are broken; there was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.